Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier locked, closed on the clip. To remove the applier the peritoneum was clipped. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4) the device history record (DHR) was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) in february of 2016 as part of a (B)(4) pc. Lot. The returned instrument was evaluated and found that the jaws are aligned with each other and the tip set as received is correct per print specs. Further evaluation showed that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function. We are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. No corrective action required at this time.

Event description:
Alleged event: the applier locked, closed on the clip. To remove the applier the peritoneum was clipped. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4).bper lot number provided on the complaint form the DHR for the instrument in question was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) in february of 2016 as part of a (B)(4) lot. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly visually inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
Alleged event: the applier locked, closed on the clip. To remove the applier the peritoneum was clipped. The patient's condition was reported as unknown.